Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Customer experienced at least three occurrences of the same malfunction on the pump, which was confirmed to be within warranty. For corrective action, the customer will use mdi as a backup therapy, and tandem technical support sent a replacement pump.